Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "a swollen lymph node that was tested." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "a swollen lymph node that was tested." Patient additionally reported "they have been diagnosis with hashimoto disease and auto immune disease," which is not related to the device and will not be reported. Device remains implanted. This record is for the right side.